Event description:
A baxter sales rep sent an email to baxter corporate product surveillance to report a clearlink system catheter extension set in which a leak was observed. According to the report, solution leaked around the collar with connecting to the peripheral IV catheter. The event occurred before infusion, while attempting to connect the extension set to the catheter. The facility switched out the catheter and continued with the infusion. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.